Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 24mm x 2.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A 2.50x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. After device withdrawal, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was solidified blood on the balloon. The bumper tip was damaged. A visual and tactile examination found no issues with hypotube or the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 24mm x 2.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A 2.50x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. After device withdrawal, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.